Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air leak in an unspecified peritoneal dialysis tube. This occurred before use during an unspecified cycle of peritoneal dialysis therapy. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the batch review was performed with no issues found related to batch manufacturing. A visual inspection was performed. A short simulated therapy was performed. The actual sample that was returned passed all functional tests performed, including the underwater pressure leak test. The reported problem of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.